Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed fiber optic failure. Fiber optic cable was reconnected, and the issue got resolved. No issue observed then after. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed the fiber-optic test with the help of a sensor tester module. The test passed. The fse checked the performance with an iabp trainer and demo balloon. The system was working satisfactorily.

Event description:
N/a.